Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending pd treatment. The patient reported receiving a filling slowly alarm during fill 3 of 4. Fluid was discovered in the pump module area and on the external part of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown, although the patient did mention that the patient line clamp was closed by the patient because the patient thought it was leaking. Upon follow up, the patient¿s pd nurse reported that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The patient was administered a one-time dose of prophylactic antibiotics. A pd nurse did a home visit and determined that the patient was struggling to follow the correct process to carry out pd therapy at home. It was recommended that the patient be switched to hemodialysis treatment in a dialysis center. The cycler set used by the patient is not available for return for physical evaluation by the manufacturer. The cycler was reported as being available to return for investigation, but it was never returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.